Event description:
It was reported miethke that a prosa sys w/adj.dp.unit a.control res. (Part # fv770t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the valve was not able to be adjusted. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 73 centimeters (cm). Gender: unknown.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® was manufactured by a qualified employee in (B)(6) 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv770t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visually, strong remnantsof tissue could be detected. Therefore, the condition of the product was rated with the highest risk level. Therefore, a device investigation was not possible due to the return condition. Result: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.